Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During ra lead extraction, the physician noted insulation abrasion on the right ventricular lead, the physician suspected it was due to lead on lead abrasion. The physician believed it was due excessive arm and shoulder exercise movements that the patient performed while using cross trainer. The lead was explanted and replaced. The patient was in stable condition.